Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units doppler is missing. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced doppler ultrasonic iabp assembly (0154-01-0596), tether assembly (0997-00-0596), and the clamp block tether (0343-00-0084). The fse completed the pm to factory specifications. The iabp was returned to the customer.

Event description:
N/a.